Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a red itchy rash under the lifevest equipment. It was reported that the patient was in the hospital for an operation. There is no indication that the lifevest caused or contributed to the hospitalization. The patient's physician prescribed mometasone furoate and optiderm for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a red itchy rash under the lifevest equipment. It was reported that the patient was in the hospital for an operation. There is no indication that the lifevest caused or contributed to the hospitalization. The patient's physician prescribed mometasone furoate and optiderm for the skin irritation. Follow up indicated that the skin irritation improved.